Manufacturer narrative:
Pt info: unk. Date of event -unk. PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Device manufacture date-unk. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted an implantable collamer lens into the patient's right eye (od). The surgeon reports halos around light in the evening and night in the central visual field. Reportedly, the lens remains implanted. Attempts to obtain additional information have not been successful.